Event description:
It was reported the concentrator shut down unexpectedly during use. In addition, the concentrator reportedly becomes hot to the touch if used at a setting higher than 2 liters/minute.